Manufacturer narrative:
Event, implant dates estimated. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The reported patient effects of ischemia, thrombosis, and myocardial infarction are listed in the xience v everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported ischemia, thrombosis, and myocardial infarction and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional adverse patient effect of death referenced is being filed under a separate medwatch report#. The additional absorb device referenced is being filed under a separate medwatch report #. The UDI is unknown because the part and lot #s were not provided. Article title: bioresorbable vascular scaffolds versus drug-eluting stents for diffuse long coronary narrowings.

Event description:
It was reported through a research article identifying unk xience that may be related to the following: delivery failure, death, myocardial infraction, thrombosis, ischemia, and revascularization. Additionally, the article identified unk absorb that may be related to the following: delivery failure, dissection, myocardial infarction, thrombosis, ischemia, and revascularization. Specific patient information is documented as unknown. Details are listed in the article, titled: bioresorbable vascular scaffolds versus drug-eluting stents for diffuse long coronary narrowings.

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.